Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their one tooth is not moving and is cracked. Tooth #25 looks to be split from photo provided. Requested additional photos and information for further evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.